Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 88-year-old male patient, the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The report was observed in the device logs consistent with a low/depleted battery condition. The device was fully evaluated with no faults found, including a defib cycle and discharge testing on a fluke impulse 7000 patient simulator. The battery invovled in the event was not returned as part of the investigation. The device was recertified and returned to the customer. The x series operator's manual, guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. Analysis of reports of this type has not identified an increase in trend.